Event description:
It was reported that guide wire detachment occurred. A 300cm straight tip v-14 controlwire guide wire was selected and advanced to the unspecified target lesion followed by a coyote balloon catheter for dilation. However, during the procedure it was noticed that a piece of the wire came away and had to be snared to retrieve it. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).